Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators parapac was not ventilating correctly. The reporter also mentioned that the ventilator "give additional breaths. Needle gets stuck."

Manufacturer narrative:
Device evaluation: one pneupac ventilator was received for evaluation in good condition. The device history record was reviewed and noted no issues. The device was tested and both frequency and tidal volume were found to be out of tolerance at 8 bpm and 1300 ml setting. The manometer was also not be functioning correctly. It was noted that the needle would rise to the proper pressure and then drop to a lower position. These findings confirm the customer reported complaint allegation. The device battery holder was also damaged. Once parts were replaced and the needle was adjusted, the device then passed all tests. Normal use was noted to be the problem source.